Manufacturer narrative:
UDI #: unknown because product details are not available/were not provided. Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided. Brand name: unknown. Model, catalog #, serial number: unknown, not provided. Expiration date: unknown. Implant date: if implanted; give date: unknown, not provided. Explant date: if explanted; give date: na (not applicable) to date, there is no indication of an explant. PMA/510(k) #: unknown, because the product model is unknown. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
The doctor reported an event with model are40e intraocular lens that was cloudy, lens had a smokey appearance. The doctor reports this is the second one of these I've seen in the last three months. For this second case, the doctor stated he did not have the specifics on that patient or any other details at this time. It was not indicated that the event occurred on the same model lens. The surgeon clarified that the "smokiness" meant that the lens has a homogeneous cloudy appearance. It looks much like what one sees with capsular bag distension syndrome but within the material of the lens. No further information was provided.